Event description:
It was reported that the pump unexpectedly displayed a reset screen. There was no reported impact to the customer¿s blood glucose level as the caller declined to provide this information. The customer successfully resumed insulin after the incident and requested a replacement for the cartridge changed due to the reset alarm, which technical support agreed to send.